Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2018". Therefore, on (B)(6) 2018 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and three (3) months for unknown reason. As reported, the patient presented with intermittent nocturnal chest pain for nearly 2 months. A transcatheter valve of unknown size was implanted in replacement. As reported, the patient was noted as to be stable after procedure. The implant date is known only as "(B)(6) 2018". Therefore, on (B)(6) 2018 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. There is no evidence to suggest that the reported event was related to a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined.